Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the lead dislodged twice within three months of implant. During the explant procedure, it was noted that there were no tines on the distal portion of the lead.